Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
(B)(4). It was discovered that the e-drive is turning anticlockwise. The factory has checked on this and turning the hand crank counterclockwise actually will damage the blood cells. The correct direction of the hand crank is clockwise where you would feel some resistance. That is when that 1 gear is installed correctly and then turning the hand crank counter-clockwise there isn't resistance and it is free spinning.

Event description:
Internal reference: (B)(4). Customer reference: (B)(4).

Manufacturer narrative:
Maquet medical systems, USA( importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary ag kehler strasse 31, 76437 rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA, 45 barbour pond drive, wayne, nj 07470. Contact person- (B)(6). A getinge field service technician has been sent for repair. Work performed on 2019-02-21. Results of service order report (B)(4): "during re-assemble bell housing screw threads became stripped. Replaced unit with new "e-drive" serial number# (B)(4). Note: reference trackwise complaint # 197791 "stripped screw threads on e-drive housing" note: old e-drive sn# (B)(4) damaged and not in service." The root cause for the "e-drive is turning in wrong direction" issue is a human error during service/ maintenance. Thus the failure could be confirmed. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. S a corrective action an non-conformance-process (nc) was initiated: (B)(4). Note#1: trackwise complaint # (B)(4) was closed as a duplicate of this complaint. Note#2: the customer got a new emergency drive.